Manufacturer narrative:
In the previous report a device was returned to a third party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was not in patient use. The describe event or problem was missing a statement, and the completed question was not correct. This report is being submitted to correct this.

Event description:
In the previous report a device was returned to a third party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was not in patient use. During the evaluation of the device at the third party service center, the device was visually inspected and contamination calcium residue were observed.

Event description:
A device was returned to a third party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third party service center, the device was visually inspected and contamination calcium residue were observed.

Manufacturer narrative:
H3 other text : third party service center

Manufacturer narrative:
In the previous report a device was returned to a third party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was not in patient use. The "date received by mfg" was missing. This report is being submitted to correct this.

Event description:
In the previous report a device was returned to a third party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was not in patient use. During the evaluation of the device at the third party service center, the device was visually inspected and contamination calcium residue were observed.